Manufacturer narrative:
The user¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that the device was experiencing image issues. The device had flickering images intermittently. This occurred at the black female camera receptacle. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿intermittent image / flickering image¿ was confirmed due to a bad connection. The unit was equipped with outdated software. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the unit was delivered to the customer on april 17, 2014. The legal manufacturer reported that the most probably cause for the reported event is the following: although the details are unknown since there was no contact from the customer afterwards, it is assumed that a problem occurred due to temporary adhesion of water, dust, or other foreign matter to the electrical contacts of the video connector receiver. Or, since there is no information on combinatorial device such as a scope, there is a problem with the device other than the concerned device (the connection part between the scope and the light source) and it may have occurred.